Manufacturer narrative:
Investigation summary: due to no material, batch, or sample being received, investigation could not be performed and the production records could not be evaluated. It was reported by the customer that the insulin infusion infused over 30 minutes and not at the rate programmed could not be verified and the root cause remains unknown. A device history review could not be completed as no batch number was provided.

Event description:
It was reported while using an unspecified bd alaris tubing set there were flow issues that led to over infusion. There was no report of patient impact. The following information was provided by the initial reporter: on the weekend an insulin infusion infused over 30 minutes and not at the rate programmed.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city and state and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd alaris tubing set there were flow issues that led to over infusion. There was no report of patient impact. The following information was provided by the initial reporter: on the weekend an insulin infusion infused over 30minutes and not at the rate programmed.